Event description:
The device was returned to the MFR for repair. During the repair, it was reported that the handpiece had a failure that could potentially cause run-on condition of the device. Multiple attempts to gather additional info from the account were unsuccessful.

Manufacturer narrative:
The handpiece was received at the MFR for svc and eval. Based on the investigation details, the trigger magnet was stuck to the target on the ebox. This failure can potentially cause run condition on of the device.